Manufacturer narrative:
Correction to b5, please see b5 for further information. Correction to g2, health professional was inadvertently not selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. Additional culture testing was not provided for the subject device. One failed culture test was reported.

Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination. The scope failed three consecutive tests. A meeting at the site was done to discuss enhanced cleaning. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. Bedside cleaning, manual leak test, manual brushing, manual flushing, and high level disinfection was done. The scope was stored in an ecolab dsc8000 drying cabinet. During device evaluation at olympus, it was found the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the scope cover was chipped, the bending section cover adhesive was cracked, the universal cord was buckled, and the up/down knob could not be locked securely due to deformation of the forceps elevator wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.